Event description:
Gastric perforation due to gastric balloon. A (B)(6) y/o female presented to the ed a week after gastric balloon placement, found to have gastric perforation. FDA safety report ID# (B)(4).